Manufacturer narrative:
The field service engineer (fse) indicated that there was a leak from tubing at vl41. The tubing was replaced, resolving the leak. (B)(4).

Event description:
The customer reported that there was a fluid leak of unknown volume from the coulter lh 750 hematology analyzer. The leak was not contained in the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.